Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter blade of cutter probe was not working properly and actuation sound was different during surgery. The condition of aspiration was unknown. The procedure type was unknown. The procedure was completed without replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent and black foreign material on the port face and in the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for all functional test. However, no different noise was observed. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at the cutting and two other locations on the inner cutter. The sample was tested with a syringe and resistance was felt. A wire entered the aspiration path, but it did not go through. The sample was retested with a syringe and resistance was felt, solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a different sound. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had actuation and aspiration failures. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting-edge gouges, actuation, and aspiration failures as well as the foreign material is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation, aspiration and cut failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported probe sound different was not confirmed, it appears that the observed actuation, aspiration and cut failures were due to excessive use of the probe by the user, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. Therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).